Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that a, cadd legacy plus, mdl 6500, pump was alarming no disposable, pump won't run. It was reported the pump was unable to restart without the alarm. Per reporter residual volume was: 7.2, rate 2 and 84.8 was given. No adverse patient effects were reported. No additional information is available at this time.